Manufacturer narrative:
(B)(4). Pump was received with a blank display, problem isolated on the electronic assembly. Unable to verify unexpected insulin flow blocked alarm, failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that the customer getting multiple insulin flow block alarm. Troubleshooting was performed and customer stated that insulin exited. The customer not getting any resistance when pushing the insulin manually. The customer tried changing battery and received failed battery alarm on multiple batteries. No harm requiring medical intervention was reported. The device will be returned for analysis.